Event description:
Patient reported that she is currently in the hospital for chronic bronchitis and a lacerated bladder. Onset date reported as within the last 30 days. Strength: 48 mg milligrams. Diagnosis or reason for use: bilateral primary osteoarthritis of knee.